Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: tci anesthetic using standard pk pumps. Sudden onset of leakage of propofol backwards through syringe plunger and onto floor. Crack in outer syringe, possible defect also in plunger. I have not seen this problem with a tci syringe previously. No injury to patient or healthcare professional.

Event description:
It was reported that bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: tci anesthetic using standard pk pumps. Sudden onset of leakage of propofol backwards through syringe plunger and onto floor. Crack in outer syringe, possible defect also in plunger. I have not seen this problem with a tci syringe previously. No injury to patient or healthcare professional.

Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality engineer for investigation. Through visual inspection, the syringe barrel was observed to be damaged between the 15ml and 20ml marking. The barrel is dented in this area and the stopper ribs become distorted when moved across this point, causing a leak as a result. A device history was performed and found no no-conformances related to the reported issue during production of batch 1902237. Product undergoes visual and functional testing throughout the manufacturing process according to procedure. The damage noted in the photo is consistent with markings from the transference wheels of the assembly machine. While we could not identify a direct issue, we determined this incident occurred due to the barrel jamming in the transference wheels.